Event description:
Pt receiving continuous infusion gyclosporine (s/p bilateral lung transplant) via pump. Pump delivered 24 hr dose of medication over 2 hrs. Pump was properly programmed and problem could not be duplicated when returned to rptr's ctr. Pt has hx of seizures and aspiration and was at add'l risk for both, secondary to pump malfunction subsequent overadministration. Pt ultimately experienced no ill effects. Pump and tubing used wre returned to MFR.